Manufacturer narrative:
(B)(4). Mfg date: the device was manufactured october 28, 2015 ¿ october 29, 2015. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the device. Further visual inspection revealed that the fluid was due to broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the luer. The reported condition was verified. The cause of the broken tubing could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked. The distal end of the tubing snapped off. There was no patient involvement. No additional information is available.